Manufacturer narrative:
The event occurred during treatment. Following information about the event was provided: ¿early this morning we were called in to place a 20 month old 12.1kg patient on ECMO. We had difficulty getting adequate flow despite being able to flush the cannulas. We would like for the cardiohelp disposable to be looked at as well as the pump to be sure there was no malfunction of either. Detail of events on (B)(6): the surgeon placed a 15 fr dlvv crescent in the rijv percutaneously. No fluouro for cannulation. Echo at bedside. Circuit was attached to the cannulas and rpms increased to 2000 and lpms not able to increase higher than 350. Venous returns positive and membrane pressures 90s. Surgeon manipulated cannula with no change. Echo at bedside. Surgeon added a 15fr single lumen right femoral cannula and y¿d in with other cannula. Still not able to flow. Svo2 90s so we knew we were just recirculating. Both cannulas when unclamped had great blood return and able to flush. Patient began to code once unable to flow adequately on ECMO. Compressions were started and meds given. Cardiohelp disposable removed from centrifugal head and placed on hand crank. Primer hand cranked to the max to try to get flow with difficulty. Picu team called the code. Parents requested that cannulas be removed so they could hold their son. We examined both cannulas for clots or obstructions. A chunk of what appeared to be tissue was removed from a few holes on the cannula. No clots or other obstructions seen. I have contacted both the service department and our cardiohelp rep.¿ the patient was placed on the cardiohelp because of a respiratory failure. After the request of the parents to remove the cannulas the patient passed away on (B)(6) 2022 at 6:45 am. The official cause of death is ¿respiratory failure¿. The parents did not want an autopsy. A getinge service technician (fst) was sent for investigation on 2022-04-04/06. All calibrations, functional testing, and safety testing showed to pass factory specifications. Measurements were also performed to determine that no deviations, or inaccuracies, existed for flow and pressures. In addition, the bubble detection and the zero calibration of the flow sensor were evaluated, but revealed no negative finding. The device was put back in use. According to the logfiles the cardiohelp was switched from on to off mode multiple times on the event date in addition to that, multiple pump stops occurred. Furthermore the message "no flow signal" was logged. A medical review was performed by the getinge medical affairs with following conclusion: "given the similar behaviors of the cardiohelp ER drive as well of the cardiohelp system from the standpoint of flow, a reasonable assumption is that the root cause of the event (i.e. Inability to achieve required flow) likely rested outside the device/hardware. The subsequent customer narrative describes that a ¿chunk¿ of tissue was observed as being in the medtronic crescent¿ ra cannula. That said, it is likely that the tissue fragment may have influenced flow through the cannula (via preload) and, subsequently, through the cardiohelp hls disposable. In addition, it is indicated by the decreased / low hemoglobin and hematocrit values of 5.8 and 17, that blood loss might have been present." No root cause could be identified in regards to the cardiohelp. The review of the non-conformities has been performed on 2022-04-07 for the period of 2017-08-01 to 2022-04-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-01. Based on the medical review and the investigation results of the cardiohelp by a getinge service technician no malfunction of the device can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the associated disposable in this case (hls set advanced) will also be investigated in a forthcoming medical review (refer to cmpl-(B)(4), report number 8010762-2022-00111).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Event description:
Following information about the event was provided: ¿early this morning we were called in to place a (B)(6) month old (B)(6) patient on ECMO. We had difficulty getting adequate flow despite being able to flush the cannulas. We would like for the cardiohelp disposable to be looked at as well as the pump to be sure there was no malfunction of either. Detail of events on (B)(6): the surgeon placed a 15 fr dlvv crescent in the rijv percutaneously. No fluouro for cannulation. Echo at bedside. Circuit was attached to the cannulas and rpms increased to 2000 and lpms not able to increase higher than 350. Venous returns positive and membrane pressures 90s. Surgeon manipulated cannula with no change. Echo at bedside. Surgeon added a 15fr single lumen right femoral cannula and y¿d in with other cannula. Still not able to flow. Svo2 90s so we knew we were just recirculating. Both cannulas when unclamped had great blood return and able to flush. Patient began to code once unable to flow adequately on ECMO. Compressions were started and meds given. Cardiohelp disposable removed from centrifugal head and placed on hand crank. Primer hand cranked to the max to try to get flow with difficulty. Picu team called the code. Parents requested that cannulas be removed so they could hold their son. We examined both cannulas for clots or obstructions. A chunk of what appeared to be tissue was removed from a few holes on the cannula. No clots or other obstructions seen. I have contacted both the service department and our cardiohelp rep.¿ the patient was placed on the cardiohelp because of a respiratory failure. After the request of the parents to remove the cannulas the patient passed away on (B)(6) 2022 at 6:45 am. The official cause of death is ¿respiratory failure¿. As the cardiohelp and the hls set is included in this event, the affected hls set will be investigated and reported within the complaint ID#: (B)(4). Complaint ID#: (B)(4).

Manufacturer narrative:
Correction of section b: date of event /date of death / adverse event/product problem/outcome attributed to ae. A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. Following information about the event was provided: ¿early this morning we were called in to place a 20 month old 12.1kg patient on ECMO. We had difficulty getting adequate flow despite being able to flush the cannulas. We would like for the cardiohelp disposable to be looked at as well as the pump to be sure there was no malfunction of either. Detail of events on 4/2: the surgeon placed a 15 fr dlvv crescent in the rijv percutaneously. No fluouro for cannulation. Echo at bedside. Circuit was attached to the cannulas and rpms increased to 2000 and lpms not able to increase higher than 350. Venous returns positive and membrane pressures 90s. Surgeon manipulated cannula with no change. Echo at bedside. Surgeon added a 15fr single lumen right femoral cannula and y¿d in with other cannula. Still not able to flow. Svo2 90s so we knew we were just recirculating. Both cannulas when unclamped had great blood return and able to flush. Patient began to code once unable to flow adequately on ECMO. Compressions were started and meds given. Cardiohelp disposable removed from centrifugal head and placed on hand crank. Primer hand cranked to the max to try to get flow with difficulty. Picu team called the code. Parents requested that cannulas be removed so they could hold their son. We examined both cannulas for clots or obstructions. A chunk of what appeared to be tissue was removed from a few holes on the cannula. No clots or other obstructions seen. I have contacted both the service department and our cardiohelp rep.¿ the patient was placed on the cardiohelp because of a respiratory failure. After the request of the parents to remove the cannulas the patient passed away on (B)(6) 2022 at 6:45 am. The official cause of death is ¿respiratory failure¿. The parents did not want an autopsy. A getinge service technician (fst) was sent for investigation on 2022-04-04/06. No malfunction of the device could be confirmed. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A medical review is requested. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).